Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The event occurred one year after the operation. A revision surgery was performed to remove the broken sacral screws.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent l4-l5-s1 discectomy and spinal fixation due to disc prolapse. On an unknown date, post-op, both the implanted sacral screws broke. No patient injury was reported due to this event.

Manufacturer narrative:
X-ray review results: post-op x-rays for l4-s1 fusion are provided. Both sacral screws appear fractured. Fusion status is unknown. The hardware appears small. No interbody grafts are present. If information is provided in the future, a supplemental report will be issued.